Manufacturer narrative:
(B)(4). Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No significant drop in pressure. What was the gas consumption rate or volume (liter/minute)? Don't know. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? If so, what device? 5mm ultrasonic, needleholders and 5 mm instrument. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria was met before this batch was released for distribution.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, there was an intermittent gas leak from the trocar. When removing the 5mm instrument from the port site during instrument exchanges. It was resolved only when tapping the valve slightly with finger tip to close valve. Note only 5mm instrument was used in the procedure. There were no adverse consequences for the patient.